Event description:
An alarm issue, specifically alarm 2 followed by alarm 26, was reported by the caller, indicating a potential occlusion problem. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ technical support instructed the caller to perform a series of actions, including disconnecting tubing and attempting bolus deliveries, with subsequent alarms recurring. Eventually, the caller completed a successful bolus delivery after replacing supplies, and technical support arranged for follow-up assistance to aid the customer in resuming normal insulin therapy.